Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a blood leak in dialysate connection was confirmed after the start of the dialysis session. An alarm blood in dialysate leak on generator was also activated. Patient was unplugged without return, and this resulted in significant blood loss of 250-300 milliliters and a drop in arterial blood pressure before the patient¿s discharge and the patient was not restituted, and end of the treatment. The patient had to be infused with 500 milliliters of nacl and was kept under observation before discharge. The generator and dialysis circuit were changed, and also the dialyzer of the same type. Immobilized generators descended to the technical department for verification and disinfection. Technical interventions on the generator was necessary with fibrin and blood found in some components. There was no blood transfusion required.